Event description:
During assessment on [redacted] it was noted that the j-tube [jejunostomy tube] balloon deflated and upon further inspection the tube was dislodged from the patient. It was replaced by ped's surgical team at the bedside and there was a small hole noted in the balloon. Patient also sustained 2 repeat events of a popped balloon on [redacted]-the following day. Each time, tube was replaced at bedside and there was a skin staple for skin closure that may have contributed. No harm to patient and tolerated repeat insertion.